Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31829843l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter. Patient received an index cardiac ablation on (B)(6) 2026. On (B)(6) 2026, patient experienced abdominal pain categorized as mild and serious defined by hospitalization with an admission date of(B)(6) 2026 and a discharge date of 0(B)(6) 2026. Relationship to study device is not related and relationship to the index study procedure is possible. The adverse event is unanticipated. The outcome is resolved with an end date of (B)(6) 2026. Intervention was medication (paracetamol). The settings used for this catheter were varipulse pro - 30ml/min ablation irrigation flow rate, generator automatic switching to 4ml/min idle, inter application delay 1 second. Trupulse generator software version used was 2.2.4. On (B)(6) 2026, patient experienced pain right chest radiating to the shoulder categorized as mild and serious defined by hospitalization with an admission date of (B)(6) 2026 and a discharge date of (B)(6) 2026. Relationship to study device is not related and relationship to the index study procedure is possible. The adverse event is unanticipated. The outcome is resolved with an end date of (B)(6) 2026. Intervention was medication (paracetamol). There were 18 ablations for pvi, 11 ablations for cti. The settings used for this catheter were varipulse pro - 30ml/min ablation irrigation flow rate, generator automatic switching to 4ml/min idle, inter application delay 1 second. Trupulse generator software version used was 2.2.4.